Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 384mg/dl. Reportedly, the cause was the customer had no memory of how to operate the pump, nor start a non-tandem continuous glucose monitor (cgm) sensor session to monitor bg levels. The customer went to the emergency room (ER) where manual injections were used to address the elevated bg. The customer was released from the ER in good condition. Reportedly, the customer continued to use the pump for insulin therapy.